Event description:
The patient was having stimulation outside the chest wall. He was admitted for a left ventricular lead revision. The pocket was opened and was found to have an insulation fracture of the left ventricular lead.